Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set split tubing event on (B)(6) 2025. Infusion set was used for about a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.